Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never experienced therapeutic effect. A message on the pt programmer indicated that the neurostimulator was at end of service (eos). Additional info has been requested. A follow-up report will be sent if additional info becomes available.